Event description:
.

Manufacturer narrative:
(B)(4). Additional info has been requested. Subject device is an instrument, device is not implanted. Manufacture date cannot be determined without a lot number. The investigation cannot be completed, no conclusion can be drawn as no product was returned.